Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that there was a sudden reset of programmed setting on the device and high thresholds on the left ventricular (lv) lead. The device was explanted and replaced. The lv lead was revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 7304, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010. A 4076, implantable pacing lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.